Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) around dinner time. Multiple manual insulin injections were administered to treat the hyperglycemia; 3 units at bedtime, 2 units at 2:00 am, and 2 units at 4:00 am. Despite the multiple injections, the patient's bg levels continued to increase and later that morning the patient's bg levels reached 13 mmol/l (234 mg/dl). A new pod was applied and upon removal the patient's mother noted the cannula was bent. The pod was worn between 24 and 36 hours on the abdomen.